Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple cartridges leaked. Additionally, the customer reported that the cartridges were not fully inserted onto the pump. Reportedly, the pneumatic tap became bent after the customer dropped the pump. Blood glucose level was 400 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified for the damaged pump casing. Additionally, based on the analysis, the alleged cartridge leaking issue could not be verified as an used cartridge was not returned with the device.